Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified left anterior descending artery. After predilatation was performed, the 2.75x28 mm xience v stent delivery system (sds) was advanced; however, did not cross. The sds was retracted and found to be fractured. A non-abbott sds pass through the lesion easily to complete the case. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, new information received states that the catheter shaft was kinked, not fractured as previously reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink/bend was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.